Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Event description:
The physician has responded that the cause of the migration is due to patient physiology. The replacement referral was not to preclude serious injury it was for patient comfort and prophylactic replacement. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Event description:
The patient had a prophylactic battery replacement. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. The explanted device has not been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's generator has migrated and patient is referred for repositioning surgery and potential replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.